Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that, during an air exchange procedure for detached retina using an ophthalmic operating system, laser procedure was completed successfully and when the oil was about to inject there was an unexpected noise from the cassette followed by the advisories displayed from the system. Despite several attempts to switch to vitrectomy or other steps, the advisories continued to appear. When the fluidics management system was replaced and the new cassette was inserted, the fluid was flowing back into the eye. When the new cassette and the new cannula were primed and the surgeon returned to the procedure, the retina was detached again with a small hemorrhagic region as a result. Additional laser treatment was performed to address the new blood erosion, and the air exchange and oil injection was completed on the same day. The current condition of the patient is unknown. Additional information has been requested but is not available at the time of this report. This report pertains to ophthalmic system involved for this reported event.